Manufacturer narrative:
Visual, dimensional, and functional analysis was performed on the returned device. The reported cracked frame was not confirmed. The reported difficult to insert was unable to be confirmed due to the damage noted to the dc pod. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other complaints reported from this lot. The investigation was unable to determine a conclusive cause for the reported difficulty. It may be possible that the filter was pulled into the pod too quickly or with excessive force causing damage to the delivery catheter pod preventing the filtration element from being able to load properly; however, this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling.

Event description:
It was reported that the filter of the large emboshield nav6 embolic protection system (eps) was no able to be fully loaded in the delivery catheter (dc) pod. The frame of the filter was noted to be cracked. The eps was not used in the procedure. There was no patient involvement and no clinically significant delay reported in the procedure. Another same size emboshield nav 6 eps was prepped and used in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.